Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Surgical intervention was performed and the rv lead was repositioned successfully. The patient was discharged from the hospital but came back soon afterwards having experienced a syncopal episode. Review of the system indicated the rv thresholds were still high and there was also loss of capture causing a period of asystole of approximately six seconds. Surgical intervention was performed again, and the rv lead was tested with a pacing system analyzer where it exhibited a low out of range pacing impedance measurement of less than 200 ohms. The physician observed that there was an insulation abrasion with the lead. The rv lead was explanted and replaced. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a cut in the insulation approximately 22 cm from the terminal pin which was thought to have been induced during the explant procedure. The polyurethane insulation kinked but not breached 56.5 cm from terminal end. The lead passed a hipot and resistance test which confirmed the integrity of the inner insulation and conductor respectively. The allegation against the lead was not confirmed through product testing.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Surgical intervention was performed and the rv lead was repositioned successfully. The patient was discharged from the hospital but came back soon afterwards having experienced a syncopal episode. Review of the system indicated the rv thresholds were still high and there was also loss of capture causing a period of asystole of approximately six seconds. Surgical intervention was performed again, and the rv lead was tested with a pacing system analyzer where it exhibited a low out of range pacing impedance measurement of less than 200 ohms. The physician observed that there was an insulation abrasion with the lead. The rv lead was explanted and replaced. There were no additional adverse patient effects reported.